Event description:
The consumer reported the brakes are not holding. The bed was located in the consumer's home. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
No further info is available on the repair of the bed at this time. The investigation is ongoing, however if any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.